Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. During the procedure, it was noted that the lead was broken. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.